Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured july 26, 2016 ¿ july 28, 2016. The device was received for evaluation with a non-baxter white luer cap. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filling the device and attaching the white luer cap to the device. The functional testing was then performed using a baxter blue winged luer cap. No signs of a leak were observed during functional testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the luer cap during storage. There was no patient involvement. No additional information is available.